Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over the station. A technical support specialist (tss) received a report from information technology that patients and orders were not crossing over. Verified patient details with customer, who provided the customer contact information. Contacted customer, and while on the call, the issue was resolved and the error cleared. Customer confirmed the resolution and agreed to close the case. Informed customer of the resolution. Proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not crossing over on multiple stations the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.